Event description:
Reporter indicated that pt's generator was replaced due to end of service and fibrosis at the nerve site was noted. Further follow-up found that device diagnostic testing on a system diagnostic test resulted in high impedance, indicating a discontinuity in the system. The lead was not replaced, and diagnostics testing still results in high lead impedance. The treating physician feels that the pt is receiving intended therapy and has no plans for revision surgery to replace the lead.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a serious injury.